Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx laa closure device was implanted. During routine follow up transesophageal echocardiography (tee) imaging sixty three days post index procedure, a thrombus was identified on the closure device. No further patient complications were reported and the patient was reportedly stable.